Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21229. It was reported the patient's scs trial procedure was abandoned. While one lead was successfully implanted, the physician experienced difficulty implanting the second lead in the desired location. As a result, both leads were removed. The patient's status was reportedly good during the procedure.